Event description:
Reporting facility described an event involving a pt. An intracranial pressure monitoring catheter -(110-4b) was used to monitor a (B)(6) female with hydrocephalus secondary to a brain tumor. During transportation to a cat scan, the catheter "came out" or was "pulled out". The surgeon replaced the catheter. The revised catheter functioned as expected. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.